Event description:
It was reported that the mobile power unit (mpu) did not show power was connected after troubleshooting.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not displaying that power is connected was not confirmed. The mpu (serial number (B)(6)) was not returned for analysis, and no log files were provided. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined, and this event will be reopened with further analysis if the product is returned. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 3 ¿powering the system¿) and the heartmate 3 lvas instructions for use (section 3 ¿powering the system¿) instructs users on how to properly power on the mpu. The heartmate 3 patient handbook, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.